Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR as not reportable as the reported event was confirmed as user related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alert 113 (reduced water temperature control) on an arctic sun device. Patient was rewarming. Patient temperature was 35c, water temperature was 33.5c, and flow rate was 2.6lpm. They rewarm from settings. It rewarms from 35c to 37c, 8 hours of rewarming remaining. Heater command 100 percentage and water level was 5. Walked nurse through draining excess water from the circulation tank. Water up to 37.5c by the end of the call. It was discussed how overfill could occur.

Event description:
It was reported that they were getting alert 113 (reduced water temperature control) on an arctic sun device. Patient was rewarming. Patient temperature was 35c, water temperature was 33.5c, and flow rate was 2.6lpm. They rewarm from settings. It rewarms from 35c to 37c, 8 hours of rewarming remaining. Heater command 100 percentage and water level was 5. Walked nurse through draining excess water from the circulation tank. Water up to 37.5c by the end of the call. It was discussed how overfill could occur.

Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that they were getting alert 113 (reduced water temperature control) on an arctic sun device. Patient was rewarming. Patient temperature was 35c, water temperature was 33.5c, and flow rate was 2.6lpm. They rewarm from settings. It rewarms from 35c to 37c, 8 hours of rewarming remaining. Heater command 100 percentage and water level was 5. Walked nurse through draining excess water from the circulation tank. Water up to 37.5c by the end of the call. It was discussed how overfill could occur.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.